Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath from the packaging, the dilator was jagged at the tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported as a result of the event. The sheath is expected to be returned for laboratory analysis. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed the reported event as the dilator tip was damaged.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath from the packaging, the dilator was jagged at the tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported as a result of the event. The sheath is expected to be returned for laboratory analysis. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.